Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and current blood glucose was 142 mg/dl. Customer treated with manual injection. The customer also stated that the reservoir was not able to lock in place. The customer also stated that they may have over delivered due to customer used manual injection. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.